Event description:
Embolization treatment of a carvenous carotid fistula. It was reported that the balloon leaked during procedure. No patient injury reported.

Manufacturer narrative:
The catheter has been evaluated and the balloon was found ruptured. Balloon rupture. (B)(4).